Event description:
Boston scientific received information that there was simultaneous oversensing and noise was observed on the atrial and ventricular pace/sense electrograms (egm) . It is suspected that the right atrial (ra) lead has dislodged. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested, this report will be updated upon receipt.

Manufacturer narrative:
(B)(4).

Event description:
Attempts were made to get more information pertaining to this event; however, no additional information was received. Please accept this as a final report. Should additional information become available in the future, this report will be updated.